Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 188 mg/dl. She was advised to disconnect at the quick release and assisted with performing a 5.0 unit fixed prime. She stated the insulin did not exit. The customer was advised to remain disconnected from the device, disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. She verified that insulin exited with a manual plunger push. She was advised to rewind the device, reinsert the reservoir and run a manual prime to at least 5.0 units. She stated that the device alarmed no delivery during the manual prime. She was advised to assemble a new infusion set and reservoir. She repeated the process, and the insulin pump did not alarm no delivery. She stated that insulin exited with the manual prime and was advised that the device worked as designed. She was advised that the alarm had been caused by a set/reservoir occlusion.